Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the analyzer would not change values on the threshold test and kept showing an icon. The device passed all final functional and systems tests with no problem found. Concomitant medical products: product ID 2090w programmer. (B)(4).

Event description:
It was reported that the that the analyzer would not change values on the threshold test and kept showing an icon. The company representative switched programmers to finish the case. The analyzer was returned for service. No patient complications have been reported as a result of this event.